Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. No medical records received; however, it is noted that the cementless construct utilized in this article study is off-label use. Additionally, the use of the maestro in the distal radial hemiarthroplasty construct is not an indicated use. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-05336/0001825034 - 2017 - 00503/0001825034 - 2017 - 00507).

Event description:
It is reported in a journal article that patient underwent a radical flexor tenosynovectomy due to flexor tenosynovitis 12.1 months post-implantation of distal radius wrist hemiarthroplasty. No further information available.

Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - authors of the article include jesse lou, patrick m. Kane, sidney m. Jacoby, a. Lee osterman, and randall w. Culp.

Event description:
It is reported in a journal article that patient underwent a radical flexor tensynovectony due to recurrent flexor tenosynovitis 12.1 months post-implantation. At 28.9 months post-implantation, the patient underwent radical flexor tenosynovectomy due to symptomatic loosening of the radial component. At 36.1 months post-implantation, the patient underwent distal radius hemiarthroplasty and revision flexor tenosynovectomy due to failure of both components and symptomatic druj instability.